Event description:
Per the rep, the can imploded from the suction. I don't think it did but again the hoise has to be pretty loud and could cause the surgeon to jump while operating. This was hooked up to the wall suction. It was not being filled at the time but the suction line was on.